Event description:
It was reported that during pre-surgery, it was discovered that the small battery drive device was not working properly. There were no delays to the planned surgical procedure. A spare device was not available for use. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was duplicated and confirmed. The assignable root cause was determined to be due to various worn components and bearings deterioration from normal wear out. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.